Event description:
Allergan received a report of a patient who was treated with coolsculpting to the upper and lower bra fat area. The provider is concerned the patient may have developed paradoxical hyperplasia. The treated areas are described as worse.

Manufacturer narrative:
Additional, changed, and/or corrected data: supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the infra-scapular on (B)(6) 2020 using the cooladvantage applicator with coolcore contour and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who was treated with coolsculpting to the upper and lower bra fat area. The provider is concerned the patient may have developed paradoxical hyperplasia. The treated areas are described as worse.